Manufacturer narrative:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding and subsequently expired. While the physician was performing a biopsy of a lesion in the right middle lobe, blushing was visible on 2-d fluoroscopy imaging. The ion vision probe was reinserted into the ion catheter and a small amount of blood was noted. Bronchoalveolar lavage (bal) was performed to retrieve the biopsy specimen, after which approximately 20ml of blood was noted. The ion system was undocked and a manual therapeutic bronchoscope was placed. Blood was observed in the endotracheal tube and ¿a lot¿ of blood was suctioned out. The patient stopped breathing and the lungs could not be oxygenated; additional blood was suctioned allowing the patient to successfully be placed on ventilator support. After stabilizing for approximately 60 minutes, the patient coded, reportedly due to many blood clots that created pressure in the patient's lungs. Resuscitation was performed successfully. The patient was transferred to the ICU and expired approximately 90 minutes later. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding and subsequently expired. While the physician was performing a biopsy of a lesion in the right middle lobe, blushing was visible on 2-d fluoroscopy imaging. The ion vision probe was reinserted into the ion catheter and a small amount of blood was noted. Bronchoalveolar lavage (bal) was performed to retrieve the biopsy specimen, after which approximately 20ml of blood was noted. The ion system was undocked and a manual therapeutic bronchoscope was placed. Blood was observed in the endotracheal tube and ¿a lot¿ of blood was suctioned out. The patient stopped breathing and the lungs could not be oxygenated; additional blood was suctioned allowing the patient to successfully be placed on ventilator support. After stabilizing for approximately 60 minutes, the patient coded, reportedly due to many blood clots that created pressure in the patient's lungs. Resuscitation was performed successfully. The patient was transferred to the ICU and expired approximately 90 minutes later.